Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received a partial lead was returned in one piece measuring 64.5 cm. Final analysis found insulation abrasion. Multiple external insulation abrasions were found at 2.6 to 4.0 cm and at 5.6 to 5.7 cm from the distal tip consistent with friction to another device or feature of the patient anatomy. Other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.